Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 19) during pumping. The customer's blood glucose level was below 500 mg/dl. Reportedly, the pump would continue to be used for insulin therapy however the customer also has manual injections available.